Event description:
The reporter stated a cq2015a aspheric collamer three piece lens was reported as defective. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results - (other): visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.